Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("malposition of essure") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of abdominal distension ("bloating of the stomach"), fallopian tube disorder ("essure coil had thinned the fallopian tube") and the second episode of abdominal distension ("bloating before menstrual cycle"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils, bilateral salpingectomy, laparoscopic appendectomy) and surgery (salpingectomy (bilateral), surgery (appendectomy when essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, fallopian tube disorder and the last episode of abdominal distension had resolved and the device dislocation outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, fallopian tube disorder, pelvic pain, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: total bilateral occlusion findings: the right essure coil was unable to be visualized and was palpated in appropriate location; however, the left coil, visualized within the cornua, was placed in the appropriate location. Able to visualized the coil, and while it was deep to the fallopian tube serosa, there was a thin area. Not a true tubal perforation, but there was an area of thinning in the fallopian tube where we could visualize the essure coil. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received, reporter information, patient details, lab data, product information, events- malposition of essure, bloating before menstrual cycle were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating of the stomach") and fallopian tube disorder ("essure coil had thinned the fallopian tube"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils, bilateral salpingectomy, laparoscopic appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension and fallopian tube disorder had resolved. The reporter considered abdominal distension, abdominal pain, back pain, fallopian tube disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.